Event description:
It was reported that this right ventricular (rv) lead exhibited pacing lead impedance measurements greater than 3000 ohms, which was out of range. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. There was a signal artifact monitor (sam) with oversensing of minute ventilation (mv) noise as well as episodes with oversensing of noise on the rv channel. Patient was further tested in clinic including isometrics where the noise was reproduced. The patient felt light-headed in these instances. The implanted cardiac resynchronization therapy pacemaker (crt-p) system was reprogrammed to increase sensitivity while lead replacement will be performed at a later date. The physician suspected that this lead had fractured. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing lead impedance measurements greater than 3000 ohms, which was out of range. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. There was a signal artifact monitor (sam) with oversensing of minute ventilation (mv) noise as well as episodes with oversensing of noise on the rv channel. Patient was further tested in clinic including isometrics where the noise was reproduced. The patient felt light-headed in these instances. The implanted cardiac resynchronization therapy pacemaker (crt-p) system was reprogrammed to increase sensitivity while lead replacement will be performed at a later date. The physician suspected that this lead had fractured. No additional adverse patient effects were reported. Currently, this lead remains in service.